Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2025-00621.

Event description:
Terumo medical corporation received the reported information. Two angio-seals were deployed on the patient; however, hemostasis did not occur, and manual compression was successfully used. The consultant indicated that there was not any calcium present at the access site; however, ultrasound was used to visualize or deploy. There was no injury to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk tabel (hbrt).